Event description:
It was reported that a pump motor stall due to MRI or other medical procedure had occurred. A motor stall recovery was noted in the event logs; the duration of the motor stall was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).